Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to an image focusing issue. While there was no harm or injury to the patient, the reported issue after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was impossible to have a sharp image. While asking about actions done, nurse informed that calibration failed, but they started the surgery anyway. Technical support engineer (tse) asked to press arrows on camera head: no noise, no vibration or image focus stated. Tse found in the logs error 48221/48212 pointing to fault on path camera head to vision side cart (vsc). The tse asked caller to remove instrument and to reseat camera head cable while the system was off. After a new startup, no other error was present in the live logs. The tse asked to press the arrows again, still no reaction. The procedure was converted to laparoscopic surgery and completed with no reported injury with less than a 15-minute delay. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endoscope was found to have mechanical shock resulting in damaged to the housing components. Replacement and relabeling of housing components are required. Additional finding was also identified: the endoscope light cable is cut and needed to be replaced.

Event description:
Refer to h10/h11 for follow-up information.